Manufacturer narrative:
The company is attempting to obtain more information on the alleged incident and device involved as well as have the device returned for inspection. If the company obtains more information a follow up report will be submitted.

Event description:
The company was notified on (B)(6) 2015 of an event that occurred on (B)(6) 2015 involving an alleged caire device. It is currently unknown what model of liquid oxygen tank was involved. The alleged incident details are presently unknown, however the patient (the employee of (B)(6) at which the incident allegedly occurred) claims that she received serious freeze burns to her left hand. The company is presently in contact with initial reporter to obtain more information on the alleged incident and the device specifications. The company is also attempting to have the unit returned for testing and inspection.